Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 377775, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: lead. Product ID: 377775, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins). It was reported that with the patient's first implant he would get shocked. The patient clarified he was referring to the normal stimulation sensation not in a negative way, but that he would turn it up to where he could not move and that it was a "good shock". The patient stated he never had to recharge the device because every time he would use it or turn it on, he thinks it would recharge itself and that it would never get below 75% and he was using it a lot. The patient stated it was only his first implant that did that and the health care professional (hcp) had never heard of that. The patient stated at a later time, the wires broke somehow, were severed/shorted out/weren't working. Patient stated it may have been from laying on gravel and rubbing his back on it. Patient stated after that point, the recharging situation changed and things have not been the same since. The patient had replacement surgery on (B)(6) 2014. No further patient symptoms or complications were reported in this event.